Manufacturer narrative:
Kalin-hajdu, evan, and robert c. Kersten. ¿nasolacrimal duct obstruction following hyaluronic acid rejuvenation of the tear trough.¿ ophthalmic plastic and reconstructive surgery, 2018, pp. 1¿2., doi:10.1097/iop.0000000000001278. The author has declined to provide allergan further information regarding event, product, or patient details. The events of epiphora and nasolacrimal duct obstruction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
In the article: ¿nasolacrimal duct obstruction following hyaluronic acid rejuvenation of the tear trough": a patient had been injected with juvéderm ultra xc in the tear troughs by an outside provider. Hours after the injection, the patient developed a left-sided epiphora. Four days later, the patient came to the authors and upon external examination, there showed no visible or palpable abnormality of the ocular adnexa and the nasal endoscopy was normal. A dye disappearance test was done and revealed a left-sided tear drainage delay. A bacteriostatic saline irrigation through the left inferior punctum yielded 100% reflux through the left superior punctum and irrigation through the superior punctum yielded 100% reflux through the inferior punctum. This confirmed that the patient had a complete left sided nasolacrimal duct obstruction (nldo). Patient was treated with a hyaluronidase irrigation into the left lacrimal system. Two milliliters of hylenex was irrigated through the left inferior punctum. Initially there was complete reflux through the left superior punctum, but then there was a sudden release of pressure and complete flow of fluid into the nasal cavity with 1.0ml of hylenex remaining. A bacteriostatic saline irrigation was performed immediately following the hylenex irrigation and was entirely normal. A dye disappearing test was done again and it too was also normal. Thirteen months later, the patient remains symptom-free with normal irrigation and a normal dye disappearance test.